Event description:
The customer reported that there was no power to the workstation. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 3a fuse was replaced. The system was tested and found to be working as intended and put back into service.